Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk) for cardiac arrest, the device failed to pace the patient. Clinicians indicated that the patient was transferred from another department and the cardiac arrest nurse did not change the pads and only attempted to change devices; however, the pads from the previous device would not connect to the new device and the pads had to be changed to connect the patient to the defibrillator. The patient's pulse was weak and the pads were changed resulting in adequate pacing of the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.